Manufacturer narrative:
The field service engineer (fse) found the cell rinse water was overflowing. The fse adjusted the cell rinse water level. The service maintenance resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for calcium (ca) and glucose (gluc) on a cobas 8000 c 702 module. Each patient sample was repeated multiple times. For patient 1: the ca results were between 1.46 mmol/l and 2.37 mmol/l. For patient 2: the gluc results were between 38 mg/dl and 56 mg/dl. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.